Event description:
A malfunction alarm, identified as malf 0, was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and aiding in the reset process. The issue did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared.